Event description:
The reporter stated that on 02/25, the pt was visited by a home health nurse because pt had an infection. A blood glucose result on the nurse's glucometer was 300mg/dl while the pt's surestep meter read 16mg/dl. Due to pts infection, the pt was hospitalized and diagnosed with sepsis. The meter was not used from that time until recently, allegedly low results are obtained. The test strips have been opened more than 6 months and were expired in april, 2000.